Event description:
Placement of the three-piece modular graft went without incident. However, during the post angiogram there was a noted dissection near the distal end of the limb. Although the dissection was small, the physician felt there was a need to provide additional coverage at the site in order to preclude future intervention. Placement was successful. No pt complications.